Manufacturer narrative:
Customer contact information: (B)(6). Initial reporter occupation: agent. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported a rosch-uchida transjugular liver access set separated. Prior to patient contact, the user reported the sheath was "too tight." It separated at the hub "when it was removed," exposing the inner coiling. The procedure was completed with another, similar device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: h6 (annex f). . Investigation ¿ evaluation: a representative of taiyuan mingcheng senmu medical instruments co., l (china) informed cook on 08jun2022 regarding an issue with a rosch-uchida transjugular liver access set (rpn: rups-100; lot: 13987037). The customer stated the inside of the sheath was too tight, not smooth enough, and it resulted in sheath/hub separation when the dilator was removed. This occurred prior to patient contact. A replacement set was used to complete the procedure. No adverse effects were reported for the patient. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, quality control procedures, as well as a visual inspection and dimensional verification, were conducted during the investigation. One prior to use device was received. The hub was separated from the 10fr sheath. The inner coil was exposed and protruding from the proximal end. No material was left inside the hub. No flare was present on the proximal end of the sheath. Possible delamination of the inner liner was noted. The dilator could be inserted into the sheath and into the separated hub. There is no indication the complaint device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for lot 13987037 and related subassembly lots, ic13802160 and ic13803169, records no relevant non-conformances. A database search did not identify any other events associated with the complaint lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, [t_rups_rev4] ¿rosch-uchida transjugular liver access set,¿ provides the following information to the user related to the reported failure mode: ¿how supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the cause of this event could not be established. It is possible that the flare was not securely caught in the cap, causing the hub separation after the removal of the dilator. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.